Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label (iliac diameter less than 8mm). The device was returned for analysis. The event was confirmed; kinks were observed along the graft cover. The root cause of the event could not be conclusively determined. However, the kinks were observed when the delivery system was removed from the patient after it had been inserted into an iliac artery that was less than 8mm (7.5mm) in diameter. This diameter is not recommended per the instruction for use manual, which most likely contributed to the event.

Event description:
An endurant ii stent graft system was selected for the endovascular treatment to extend another manufacturer's stent graft that had lost distal seal, distal type I endoleak in the common iliac due to disease progression and distal bilateral iliac limb dissections. The right iliac artery measures 43-40-32-10-9-7.6mm in diameter. The left iliac artery measured 37-36-30-10mm in diameter. The right and left femoral artery measured 10mm in diameter. It was reported that during the advancement of the delivery system via percutaneous, the delivery system had difficulty traversing through the femoral and external iliac. Several attempts were made to advance the delivery system to the intended landing zone. The physician removed the delivery system to inspect it to see what was causing the delivery system not to track. Upon inspection, the graft cover appeared to have been accordioned while the physician was trying to traverse the delivery system through the patient's anatomy. The device was not implanted in the patient. Another endurant 16x10x124 was the inserted into the patient's anatomy without event. We were able to complete the implantation successfully. Coil embolized internal iliac with endurant iliac limb extension to the external iliac and the distal type I endoleak from another manufacturer's stent graft was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.